Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue. In addition, repair was canceled, and the device will be scrapped due to lease being up. The faulty oxygen blender pca will be removed from the device and returned to the us. Confirmed the software version is 14.1.03. Which was not related to the malfunction/issue.